Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited information provided, the cause of the reported pseudoaneurysm could not be conclusively determined. Pseudoaneurysm is an anticipated complication of catheterization procedures, regardless of the use of closure devices. There is no evidence to suggest that the mynx device did not meet specification or perform as intended. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department. (B) (4).

Event description:
It was reported to an aci sales professional on 03/19/10, that a patient who underwent an unknown type of catheterization procedure (exact date unknown), developed a pseudoaneurysm sometime post procedure and was treated surgically. Unsuccessful attempts have been made to gather additional information.